Event description:
The customer reported via phone call that the insulin pump was missing history. The customer states the insulin pump is working fine, but shows no bolus history. The insulin pump was test by delivering a bolus and the insulin pump registered the blouse. Also the customer mentioned that he is visually impaired. The customer blood glucose level was 312 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.